Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was a blockage in the cartridge. On going trouble shooting resulted in the pump being replaced. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.